Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-3636, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 5, the surgeon passed the working suture through the passing suture and got it through the anchor. When he was tightening the working suture to bring the labrum to the glenoid, the suture snapped and he was unable to tighten it further. The labrum was not secured against bone, and surgeon was unable to remove the anchor. This was detected during a shoulder labrum repair procedure on (B)(6) 2026. The procedure was completed successfully as the surgeon used another 1.8 mm fibertak anchor.